Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and a possible fracture on the superior vena cava (svc) coil. The svc coil on the rv lead was programmed off. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned; however, performance information from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc coil impedance spiked to 254 ohms on (B)(6) 2015 up from a trend in the 50-60 ohms range. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.